Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked lipids at port 2. The issue was identified during setup and preparation in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 11, 2021 to november 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.